Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that whenever she pressed a button on her insulin pump the display would go blank. The patient's blood glucose at the time of incident is unknown. The customer changed the battery prior to calling but the issue persisted. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on keypad traces or display anomaly noted. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.